Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that 16 fr. Temperature-sensing foley was leaking at the connection of the drainage port to the bag. The foley was in-situ from 11/23 to 11/30. No other procedures known to have caused the leak. The foley was removed and did need to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 16 fr. Temperature-sensing foley was leaking at the connection of the drainage port to the bag. The foley was in-situ from (B)(6) to (B)(6). No other procedures known to have caused the leak. The foley was removed and did need to be replaced.

Event description:
It was reported that 16 fr. Temperature-sensing foley was leaking at the connection of the drainage port to the bag. The foley was in-situ from (B)(6) to (B)(6). No other procedures known to have caused the leak. The foley was removed and did need to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.